Manufacturer narrative:
Balancer chip broke after being tapped with a mallet. The surgery proceeded without incident. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Balancer chip broke after being tapped with a mallet. The surgery proceeded without incident.